Event description:
It was reported as part of a focus survey: PICC was placed (B)(6) and removed on (B)(6) 2024. Customer reported there was a visible hole/fracture at the catheter wings external to the patient 45 days after insertion. PICC was inserted via the basilic vein to the 2cm depth mark with a total length of 41cm. Catheter was secured with securacath 4fr size at the 2cm depth mark with depth marks facing upward toward the ceiling. PICC was dressed straight down the patient's arm and cleaned with 5% chlorhexidine poured from a bottle during dressing changes. PICC was locked with caresite. PICC was used for oncology treatment (paklitaxel, trastuzumab). Catheter had not been used for CT scans and did not have occlusions during implant duration. Patient was in hospital at the time the leak was identified but was able to take PICC home previously and had administered therapy, flushed to maintain patency and completed dressing changes at home. It is unknown what type of activities the patient was able to partake in. There are no xray images for this incident. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.